Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a monitor turning off along with an acoustic alarm could not be confirmed nor reproduced during testing of the returned centrimag 2nd gen primary console (serial number (B)(4)). The returned console was evaluated and tested and a visual inspection of the system did not identify any issues. The console was powered up without any issues and no anomalies were identified during testing. Preventative maintenance was performed without any issues. The system was then charged for a minimum of 24 hours. Battery maintenance and safety tests were performed successfully. However, it was noted that the device had a complaint against it so it was shipped to mcs zurich for full evaluation. The console was investigated at mcs (B)(4). During the investigation the reported event was not confirmed in the console's log file because newer events had overwritten data that was captured on the reported event date of (B)(6) 2018 and the reported event could not be reproduced during testing. The returned console was operated for three days together with a test flow probe and motor at the same working point that was observed in the retrieved log file (speed of 3000rpm and a flow of 1.5lpm). However, no faults occurred on the system and the reported fault was not reproduced. The returned console always operated as intended during the investigation. The tested console was forwarded back to the edc for further functional testing and servicing. Once returned to the edc a new battery was installed and battery maintenance was again performed successfully. Functional and safety testing was performed and the unit passed all tests. The returned console was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined. The serviced and tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that an audible alarm sounded with the monitor turned off. It was not possible to control the device or visualize the flow and revolutions per minute (rpm). It was verified that the motor was working and hemodynamic support was assured. The primary console was exchanged. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.